Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and underfill cannot be observed. 20 retained samples underwent functional testing, and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes, an unspecified number of tubes exhibited insufficient negative pressure. No adverse impact was reported regarding the patient or user.